Event description:
It was reported that the control module is being returned for a mammotome ex upgrade. No further information is available. No reported patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require; uniboard modified, mechanical upgrade performed, pump wire modified, missing accessories completed, fastening material exchanged, mains socked bonded with epoxy, lemo footpedal connector secured with loctite 242 and vso replaced. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.